Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding your complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0352361. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. See h10.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. Repeat tests were performed and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: " it was reported that discrepant results. Customer stated that the first time the test strip was inserted into the analyzer it gave a positive result, it was removed and inserted a second time where it read negative and after that it gave a positive result before it displayed an error 06. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. Repeat tests were performed and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that discrepant results. Customer stated that the first time the test strip was inserted into the analyzer it gave a positive result, it was removed and inserted a second time where it read negative and after that it gave a positive result before it displayed an error 06. "